Event description:
The report indicated that several hours into support the probe shattered. The device was changed out. The pt expired three days later; however, the death was not related to the probe change out.